Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lung resection procedure, after the second reload, the instrument could not open, converted to open and overstitched by hand.